Manufacturer narrative:
(B)(4). Additional information: the device was received with minor yielding on the articulation joint; the upper jaw was detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It is possible that this type of damage to the joint can occur after the device undergoes heavy loading.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, one of the jaws of tips/jaws of the instrument came completely detached from instrument. The doctor was able to retrieve the broken jaw and there was no adverse effect on the patient. Case completed with another device of the same product code. One device will be returned.